Manufacturer narrative:
UDI section is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that when the needle is removed after carrying out the procedure the tip of the needle is bent. Anesthesia was completed successfully. There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. Two needles were received for investigation. The reported issue was confirmed during inspection of the samples when the needle tips were observed to bend. However, the investigation could not identify a root cause for the observed issue. Review of manufacturing device history records found no observations related to the reported issue. A review of the custom move order pick slip? Revealed that there was 1 reject recorded against the component piece. These parts are supplied and no further info on that rejected piece was recorded, but a retrospective review found no complaints filed for that kit. The complaint details were forwarded to the supplier of this device for further investigation, and further investigation activities will be tracked via a supplier non-conformance notice.